Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was torn between the up and down buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up and down buttons were intermittently unresponsive and required multiple presses to elicit a response and the contrast and ok buttons responded appropriately. There was evidence of contamination found under all of the contact buttons.

Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up and down arrow keypad buttons are torn and that the down arrow button is intermittently unresponsive. The reporter could not determine if the keypad damage occurred prior to the intermittent responsiveness or not. The patient reportedly wears the pump in a case exterior to clothing and does not clean the pump. There is no reported patient impact associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because it is unknown at the time if the damage occurred prior to the alleged button responsiveness issue or not.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.